Manufacturer narrative:
The subject device evaluation has started. The final device evaluation results has not yet been completed. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
An air/water (aw) or aspiration issue (air/water flow is weak) was reported . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation noted nozzle clogging, foreign material exiting from the channel. This report is being submitted for clogging nozzle, foreign material exiting from the channel (device reprocessing issue, insufficient reprocessing ).

Manufacturer narrative:
Correction: d9, g2, h4 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where due to damage on switch button 4, water tightness is lost, scope connector-cover has a crack, air/water-cylinder has discoloration, scope connector-cylinder has discoloration, switch box has a scratch, right/left nob has a scratch, scope connector-connector has a scratch, due to a scratch on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to damage on air/water tube, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, plastic distal end-cover has a chip, objective lens has a scratch, light guide lens has a crack, adhesive on the bending section cover has a crack, connecting tube has a scratch, universal cord has buckling.. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.